Event description:
The tip was squashed when removed from the packaging.

Manufacturer narrative:
Technical eval: the unit was returned in a spiral packaging hoop not used for delivery catheters. There was a flat spot at the distal end of the catheter, between 1.7 and 2.5 cm from the tip. Conclusion: the incident was confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15394). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met spec. The parts released in this lot met process requirement.